Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6); 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-20-00 - eq reverse torque defining screw kit: (B)(6); 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6); 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6); 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: (B)(6).

Event description:
As reported, approximately 4 years post op initial tsa, this 72 y/o male patient was revised due to dislocation. Patient was reaching out when he felt acute pain and shifting of his shoulder. He was seen in the ed where x-rays were obtained and demonstrated anterior dislocation with polyethylene disassociation. The case report form indicates this event possibly related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: g1, g3, h6 clinical codes, component code, investigations type, findings and conclusion. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2025-01987. The revision reported in this event may have been due to disassembly, instability, and dislocation. However, the reported disassembly, instability, and dislocation could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.